Event description:
It was reported that a field staff request was made. The patient just had a follow up appt with hcp (healthcare provider) this week and there was a problem with the patient's device. The patient had had device implanted since 2012. Regarding how long had the patient had this problem with device, the patient noted: "evidently is recent" . The patient didn't know what had caused it. Regarding did this issue begin recently, the patient stated: "he'll (the representative) understand when the problem started because I've already spoken to him about a symptom that I was having and he gave me information on what to do and now we have a further step into a problem that I have to discuss with him." The patient notified representative 2 weeks ago of these symptoms that the patient was having. There was a new issue from the symptoms that the patient had had that had lead to this new diagnosis. The symptoms he was having, happened a week before the patient spoke to the representative. Regarding what the new diagnosis was by hcp. The patient stated hcp had told patient that he has a broken lead. The patient wanted to talk to the representative about the broken lead and talk abo ut whether there will be complications with this new news. The patient didn't get all his questions answered at hcp office. Regarding did hcp indicate what hcp will do about broken lead, it was noted that the hcp had informed the patient that they will have to rep lace the entire implant. The patient was reluctant to answer questions and when the patient did answer any questions, they were vague answers. The patient was adamant about speaking to the representative regarding his questions and concerns. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# va03gdm, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which noted that the patient was instructed the unit had four programs. The patient was started on program 2. The patient recorded the result of each program. They had to change programs as they were not getting the result they felt they should have. The patient had several appointments with a doctor. Adjustments were made at each visit. On (B)(6) 2014 the patient was in a restaurant and felt warm pulsating heat on their back in the area of the implant. When the patient returned home, the heat had increased. The patient went to an emergency care facility and after a thorough examination, was told the only diagnosis was shingles. The patient was told if they had any rash, to return immediately and they would prescribe medication. The heat began to be higher. The patient felt it was coming from their implant. The patient called the manufacturer and a manufacturer's representative returned the patient's call. The patient told the representative his symptoms. The representative asked the patient to turn off their unit and make an appointment with the doctor. The patient made the appointment. The manufacturer's representative was there and turned on the patient's unit and made an examination of the unit. The result was the unit has seven functions, but only three were working. The representative gave the patient the numbers and the patient went home and turned on number two. On the second day, the heat returned. The patient called the manufacturer's representative who told the patient to shut off the unit and make an appointment with the doctor. At this appointment, a physician came in the examination room, and the patient explained the symptoms they were having. The healthcare provider took some measurement of the unit and returned in a half hour with a doctor. The doctor stated the patient had a broken lead and asked what the patient did to break the lead. The patient reminded the doctor he was (B)(6) and did not have any activity that could cause a break within their body. The doctor stated the patient would have to have the unit replaced. The patient told the doctor, due to the poor results they had, they did not want a replacement and wanted to have the unit removed. The doctor left the room. The patient turned in the control. The patient left the office and when they returned home, they called the surgical coordinator to ask if there would be coverage for the removal of the unit. At the time of this reporting, the patient had not had an answer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient had opted not to have the device replaced and was considering removal. This reporter was not sure how the lead was damaged. All electrode combinations except for case + were outside of acceptable impedance range. No therapy was being issued. Device was off.

Manufacturer narrative:
(B)(4).